Event description:
On (B)(6), 2012, the lay-user/patient contacted animas alleging an intermittent power issue with the pump. The patient claimed that the pump would intermittently power off and at times he would be unaware of the issue. Due to the alleged issue, the reporter claimed that he would develop elevated blood glucose (bg) levels. On the morning of (B)(6), 2012, the reporter claimed that he had a bg level of 481 mg/dl with symptoms of having visual disturbances. The patient denied having ketones or symptoms of a headache, chest pain, and shortness of breath. The patient also did not report having to seek or receive medical intervention because of the alleged issue. After obtaining the result of 481 mg/dl, the patient reportedly obtained a bg reading of 346 mg/dl at an unspecified time. His next bg result was 202 mg/dl. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting and he developed an elevated bg level with a symptom that can be associated with severe hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012, with the following findings: there were call service alarms and reboots observed in the black box. The daily insulin delivery totals appear inconsistent due to time and date reset issue. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. The reported power issue was verified in the black box, but could not be duplicated. Evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The battery cap was not damaged. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed